Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was received with a minor scratched lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked belt clip slot, and a cracked reservoir tube lip.

Event description:
The nurse reported via phone call that the customer was in the hospital getting ready for a c-section and the insulin pump was knocked off a table and onto the floor. Caller stated that the display is cracked and nothing is viewable on the pump display. The nurse was advised by the health care professional to have the pump replaced. Customer was in her obstetrics office for a visit prior to the damage occurring. Customer was still trying to use the pump with the broken lcd and could not see the display, which caused her blood glucose to become elevated. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.